Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (incoming test failure) was confirmed. As received, the belt failed testing as it would not communicate with a test monitor. Upon evaluation, there was thermal damage to the esd700, l701, l703, u718, u729 components on the distribution node (dn) pca board. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the thermal damage on the distribution node pca. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt indicating that it failed incoming testing.